Event description:
It was reported that after device preparation and prior to use, when attempting to insert the xience prime stent delivery system (sds) in the tuohy the stent became dislodged. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.